Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead abrasion was observed on the rv lead. Patient is fully pacemaker dependent. Lead remains implanted and active. No further information available.